Event description:
It was reported that the hemoglide was placed in 2007, and removed in 2008 as the catheter had cracked and there was leakage. When injected through the arterial lumen, fluid was leaking out at the bifurcation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed one other similar product complaint file(s) from this lot. (200633).